Event description:
Pt in atrial fibrillation with intent to do a planned cardioversion using the biphasic zoll series m. Zoll pads were placed on the pt and unit was plugged in. Rhythm of atrial fibrillation appeared on the monitor screen. Unit charged to 200 joules. Button pressed and unit delivered 200 joules to pt. Monitor screen then went blank. No rhythm on the monitor screen for approx 5 seconds at most then rhythm returned. Unit then charged again to 200 joules, button pressed and unit delivered 200 joules to pt. No adverse outcomes to the pt due to the blank monitor screen.